Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states their blood glucose level was 679mg/dl at the time of hospitalization. The customer was currently being treated at the hospital. The customer's most current level was 343mg/dl. The customer declined to troubleshoot the device.